Manufacturer narrative:
This supplemental report is being submitted to provide the correction to certain fields submitted in initial report. Updated fields:h2, h6, h11. Corrected fields: d8, h3. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged and the magnet ring of the control section is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope exhibited image disturbances and image flashes. There were no reports of patient harm.